Event description:
It was reported that the device reached the elective replacement indicator (eri) and there may have been premature battery depletion. It was later reported that the device had high battery impedance. The device was explanted, and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.